Manufacturer narrative:
(B)(4). Maude report #mw5074439. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? What was done to address the issue that occurred? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the surgeon reported the device malfunctioned and misfired. It did not staple completely. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). After additional information was received, the file has been changed to a serious injury. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? The device could be fired and was fired once or was the trigger advanced with no staples deployed? Surgeon implied staples the trigger was pulled and staples did deploy, but did not close the area as it should have were there missing staples from the staple line? No if the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? What was done to address the issue that occurred? Were there any patient consequences? If yes, please describe. The surgeon did not say or recall the appearance of the staples, only that the staple did not close completely. The surgeon decided to do a colostomy after the malfunction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with this device? Did the patient receive any pre-operative radiation or chemotherapy? Was the device difficult to close was the device difficult to fire? Were any unusual noises heard during closing and firing sequence? Is the colostomy temporary or permanent? What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 5/30/2018. Photographic evaluation: twelve pictures were provided; picture, one shows the handle of a device, the firing and closing triggers are in the closed position. The second picture shows the closed jaw of the device. Picture five shows a complete device, the firing and closing trigger are in the opened position and the jaws are open. Picture three, four and six to twelve show an open jaw of the device. The device is fully fired as the all the drivers can be seen exposed. Based on the photos alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.